Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the trunk cable connector was cracked, preventing it from connecting to a test monitor. The cause of the inability to complete testing is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a belt indicating that it was unable to complete testing.